Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient stated that their ins has not been working in a while. Additional information was received from another hcp on 2018-mar-06. It was reported that patient claimed that the device was off, the battery has been dead and it did not work. No patient symptoms or complications were reported in this event.